Event description:
Healthcare professional (hcp) reported injecting a patient with 2 syringes of skinvive¿ by juvéderm® in the cheeks and chin. Half an hour after the patient arrived home the same day, the patient presented with ¿vascular occlusion, pain, and livedo reticularis¿ at the right low mid cheek. The next day, the patient had 2x ultrasounds that ¿appeared to show vascular occlusion¿ and was injected with hylenex 10 mg x 12 vials via intradermally and deep sub-derm. The next day, another ultrasound was performed by another physician who was ¿able to use ultrasound to guide entry to facial artery to inject 1:1 1% lidocaine without epi and hylenex 150 mg x 8 vials via needle and this broke up the occlusion resulting in full profusion again as shown on the ultrasound.¿ the patient was also given decadron 8 mg and clindamycin 300 mg tid x 10 days. The patient was instructed to take asa 325 mg daily x 5 days and silvadene was prescribed to apply to side with occlusion. The occlusion resolved that day, but the patient has ¿some mild crusting and 2 small blisters¿ at the point of occlusion on the right lower cheek. The event is healing well.

Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.